Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Moisture damage found on electronics assembly.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during manual priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was unable to rewind the device and was advised that the insulin pump would be replaced; customer agreed to return the product for analysis.